Event description:
It was reported via stelobot chat that the customer reported an unknown issue. It could not be determined with the details provided the specific device issue. The customer indicated, ¿is stelo made by dexcom,¿ ¿error,¿ and ¿I was in ER with 580 last month can¿t afford 75.¿ although the customer replied ¿yes,¿ to the harm/injury/impairment question on the chat, the consumer did not provide any other details about the issue with the device. No biosensor insertion or location information was provided. No symptoms were specified. There was no information provided to indicate any specific treatment, or medical intervention by a healthcare provider at the ER or any serious injury. No further event details are available because the consumer had not logged in and did not provide contact information. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional customer or event information is available.

Manufacturer narrative:
(B)(4).